Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. Visual inspection report no faults found. The functional evaluation found that the device could not generate pressure, establishing a relationship between the reported events. Root cause identified as component failure and maintenance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, renasys go has odor and can't generate and control negative pressure. As this was noticed during service and repair activities, no patient was involved.